Manufacturer narrative:
The device has not been explanted. If it should be explanted, it should be returned to the manufacturer for evaluation. When available, a device failure analysis will be submitted as a follow up report.

Event description:
The user had been hospitalized with swelling behind the right ear and treated with both augmentin and IV antibiotics. Although the swelling has decreased, she now has a post auricular draining abscess behind her right ear that been present since at least october, 2025. The plan is to explant her right device and treat the infection.